Event description:
According to the reporter, during a laparoscopic gastrectomy, the anvil of the device separated from the probe while the device was being applied to the esophagus. The surgeon tried to reposition the anvil but was unable to. The surgery had to be converted to an open procedure to start anastomoses. The surgical time was extended more than 30 minutes due to the product problem and incision extended more than 1 inch. The event lead to or extend patient hospitalization as the patient's esophagus leaked, an esophagoscope was performed and patient needed recovery time. The patient status is alive with no permanent injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of ten photos . The device was observed to be tilted and separated from the tubing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.